Event description:
It was reported that the patient's blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported feeling the cannula insert into the insertion site (leg), but when the pod was removed the cannula appeared to have retracted back into the pod. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.